Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited error 1860. Troubleshooting was performed, but the alarm persisted. The infusion had been restarted, cycled twice, and then the 'power loss while running' alarm had sounded. The husband had pressed next and restarted the pump. The resvol had decreased to 86.7ml without issue. The drug in use had been 5fu. There was patient involvement, and no patient harm adverse event reported. The settings had been reviewed (resvol 86.9, rate 2.2, given 11.55ml).

Manufacturer narrative:
H3: no product was received for analysis. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.